Event description:
On (B)(6) 2018, the patient and her son (reporter) contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra easy meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue first began on (B)(6) 2018. The reporter stated, that his mother manages her diabetes with a combination of medication, including insulin (type unknown) and oral medication, and in response to the alleged meter issue, the patient increased her dose of medication. The reporter stated that on (B)(6) 2018, the patient developed symptoms of ¿perspiration and hand tremor¿, he described his mother as being in a ¿precoma¿ at this point. The reporter was unable to report any treatment that was required or received for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. The csr noted that according to the information provided, the batteries did need replaced. When the csr educated the patient, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.